Event description:
The reporter is the pt's wife, who called to report on behalf of her husband, regarding a recalled medtronic reservoir. She stated that (B)(6) weekend of 2013, that saturday, her husband indicated his blood sugar was high. She said her husband inspected the pump, but it appeared normal. She said finally her husband decided to take insulin, but he couldn't get his blood sugar under control, at one point it was in the 900's. She said the next day, her husband went to the ER where it was found his kidneys were failing, his blood pressure was low, and his blood sugar was still high. She stated he was then taken by helicopter to another hospital where he had a seizure and required a ventilator. She said her husband had a heart attack, stroke and experienced high creatine levels. She said he was off and on the ventilator, but was finally able to be removed from the ventilator. She said her husband was in the hospital bed from (B)(6) 2013 - (B)(6) 2013. He was then moved to a nursing home for rehab. The pt had extreme back pain, and was originally supposed to have back surgery on a pre-existing back condition in (B)(6). Since he spent so much time in bed in the hospital, his back pain became much worse. She said her husband went back and forth from the nursing home to the hospital with double pneumonia and severe back pain. She was told by doctors that her husband could no longer have back surgery due to his fragile state and risk. Her husband is now back in the hospital and was given 2 options by doctors. First option was to live with the pain, second option was "comfort care" where he would receive pain medications to keep him comfortable. Reporter is extremely upset and feels her husband will die because of damage to his body from the recalled medtronic reservoir. She was told to call and file a report with FDA regarding the recalled device.